Event description:
It was reported that during a coronary artery treatment procedure stent dislodgement occurred. The lesion being treated was a calcified lesion with prior stents, type unknown, located in the right coronary artery. The physician predilated the lesion with a 3.5x15mm apex balloon. The physician implanted a 4.0x38mm ion stent after using a buddy wire with a non bsc wire. The physician wanted to stent proximal to this stent, and attempted to place a 4.00x16mm ion stent in the lesion but was unable to deliver the stent. Upon pull back of the stent delivery system the stent came off the balloon. They were able to successfully snare the dislodged stent out of the patient. The physician then successfully implanted a 4.0x12 ion stent with no complications. The patient condition is reported as fine.

Manufacturer narrative:
Device evaluated by manufacturer: the taxus element/ ion stent delivery system (sds) was received with contrast in the inflation lumen and blood in the wire lumen and on the outer surfaces of the device. The stent was loose in the returned packaging. There were stent strut impressions between the markerbands on the surface of the tightly folded balloon. The mouth of the distal tip was slightly bent. There was no other damage or irregularities related to the sds. The entire length of the stent was mangled and stretched. The length of the damaged stent was 29 mm. There was no evidence of any product quality deficiencies contributing to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery treatment procedure stent dislodgement occurred. The lesion being treated was a calcified lesion with prior stents, type unknown, located in the right coronary artery. The physician predilated the lesion with a 3.5x15mm apex balloon. The physician implanted a 4.0x38mm ion stent after using a buddy wire with a non bsc wire. The physician wanted to stent proximal to this stent, and attempted to place a 4.00x16mm ion stent in the lesion but was unable to deliver the stent. Upon pull back of the stent delivery system the stent came off the balloon. They were able to successfully snare the dislodged stent out of the patient. The physician then successfully implanted a 4.0x12 ion stent with no complications. The patient condition is reported as fine.